Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, after the valve deployment, bleeding from the right femoral artery was noted causing a hematoma under the skin. A balloon angioplasty was performed and a stent was placed in the right femoral artery. Anemia was subsequently noted and a blood transfusion was given. No other adverse patient effects were reported.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
Conclusion: access site complications, such as bleeding, are known potential adverse effects per the instructions for use (IFU).

Manufacturer narrative:
The device was discarded by the customer, therefore no product analysis can be performed. Without return of the product, no definitive conclusions can be drawn regarding the clinical observation. Should additional information become available, a supplemental report will be submitted. (B)(4).